Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was stuck in the left ventricular (lv) lead and could not be removed. The lv lead was replaced. No patient complications have been reported as a result of this event.